Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result was 5.1 inr. The corresponding lab result reported was 2.7 inr. Treatment was not received as a result of the event. The device was replaced and requested to be returned for eval.